Event description:
The physician intended to implant an endeavor sprint drug-eluting stent to treat a lesion in the mid lad reported to exhibit 70% stenosis with calcification and tortuosity present in the mid lad. It was reported that the lesion was pre-dilated. The endeavor sprint stent could not cross the lesion and the stent was observed to be damaged when the device was pulled back. Resistance was reported to be experienced advancing the device to the target lesion and force was used to advance the device towards to the target lesion. The procedure was completed using another endeavor sprint stent. No patient injury or clinical sequelae were reported. Device evaluation: the delivery system was returned to medtronic for evaluation. The distal tip was flared. The stent was not returned with the delivery system. Crimp impressions were visible along the working length of the balloon.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent embolism (dislodgement)). Patient condition affected effectiveness of the device (patient lesion morphology, 70% stenosis, calcification and tortuosity). Failure to follow instructions (force used). Evaluation conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, 70% stenosis, calcification and tortuosity). Known inherent risk of procedure (stent embolism (dislodgement)). User error contributed to event (force used). (B)(4).